Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection with sepsis and was part of the system revision. There were no additional adverse patient effects reported. The rv lead was capped.